Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their programmer now only has one program in it and it used to have four. They also said it has been "shutting off" and then "shocking sensations occasionally". The environmental/external/patient factors that may have led or contributed to the issue are not known; the patient denies falling or accidents. The patient did have a CT scan some time ago, but they didn't notice any issues after the test. The diagnostics/troubleshooting performed included a battery and impedance check which were normal. The rep noted the battery was in factory settings with only one program available in the ins. The rep reprogrammed with four programs and switched them from program four to program 3 and set stimulation to a lower level to see if the shocking sensations improve. The patient was also advised to follow up if their problems continue. No further patient complications have been reported as a result of this event.